Event description:
During a stenting procedure to the left superficial femoral artery, it was reported that a bidirectional approach was made from the left femoral artery and popliteal artery. After pre-dilatation with a balloon catheter (5mm fox cross), a smart stent (lot# 16095746) was delivered from the popliteral artery and placed on the distal lesion. The physician attempted to place one more unknown stent from the popliteal artery on the proximal lesion, but it couldn't cross the lesion. He dilated again the proximal lesion and then placed the stent with the same balloon. At that time, blood pressure decreased. He noticed vessel perforation at the site which was dilated under angiography, so he administrated protamine and attempted to obtain hemostasis by a long balloon catheter. Then, the blood pressure became stable. He placed another smart stent (lot# 17003109) at the proximal lesion. He performed angiography and he noticed thrombotic occlusion in the placed smart stents. Therefore, he aspirated thrombus by a sheath introducer inserted in the popliteal artery and an aspiration catheter. And then, he dilated the lesion with a balloon catheter. He found another vessel perforation at the popliteal artery. Eventually, he implanted covered stent in second perforation at popliteal artery with balloon catheter. The procedure was finished successfully. On the next day, bleeding from the 1st perforation site was confirmed. The patient was transferred to another hospital for hemostasis. Regarding the perforations, the physician commented that the first perforation might have occurred due to the additional dilatation. The second perforation might have occurred due to handling the sheath introducer during aspiration of thrombus.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2014-00580.

Manufacturer narrative:
(B)(4). Complaint conclusion: a report was received that a patient experienced arterial perforation, hypotension and in-stent thrombosis during implantation of two smart stents in a patient¿s superficial femoral artery. These events were treated and the procedure successfully completed. The next day, the patient developed further bleeding from one of the vessel perforations and was transferred to another facility. The event involved a 67 year old female patient with an unknown past medical history. The target lesion was located in the left superficial femoral artery and was described as 100% chronically occluded, heavily calcified and not tortuous. The intervention was performed with the use of a bi-directional approach from the left femoral artery and the popliteal artery. The lesion was initially pre-dilated with a 5mm fox cross balloon. A 6 x 150mm smart stent (lot 16095746) was then delivered and deployed in the distal aspect of the lesion. The physician then attempted to place a second 6 x 150mm smart stent (lot 17003109) to the proximal aspect of the lesion but encountered difficulty in crossing the lesion. This device was removed and the lesion again dilated with the previous fox cross balloon. The interventionalist was then able to successfully deliver and deploy the second smart stent to the proximal aspect of the lesion. Once this stent was deployed, the patient developed hypotension. Angiography revealed a vessel perforation of the femoral artery. The physician reported that the perforation may have been related to the additional dilation of the lesion. This was treated with the administration of protamine. The physician also used a long balloon in order to achieve hemostasis. The patient¿s blood pressure stabilized but the physician then noted a thrombotic occlusion of one of the smart stents. This was treated with aspiration of the thrombus, dilation of the lesion with a balloon catheter and the placement of a covered stent. During the insertion of the aspiration catheter, the sheath introducer at the popliteal artery was exchanged. The physician also noted another vessel perforation at the popliteal artery. The physician further reported that the perforation of the popliteal artery may have occurred during the popliteal artery sheath exchange hemostasis of this perforation was achieved with the use of a balloon catheter. The procedure was successfully completed. The next day, the site reported that bleeding was noted from the first perforation site in the patient¿s left superficial femoral artery. The patient was transferred to another facility for hemostasis. Details regarding the patient¿s final outcome were not provided. The product was not returned to the manufacturer for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product IFU indicates that the safety and effectiveness of the smart stent has not been demonstrated in lesions that are totally or densely calcified. According to the reporting physician, one of the vessel perforations may have occurred as a result of the post-dilation of one of the stents and that the second vessel perforation may have occurred as a complication of the popliteal sheath exchange. Based on the information available for review, there are vessel characteristics (chronic total occlusion) and procedural factors (post-dilation and sheath exchange) that may have contributed to the reported vessel perforations and subsequent hypotension. In addition, there are pharmacological factors (administration of protamine post-perforation) that may have contributed to the reported stent thrombosis. Without the return of the devices for analysis, the reported complaints could not be confirmed. Based on the review of the device history records (DHR), there is no indication that this event was related to the manufacturing process of this device.